Event description:
The light was in use when it disconnected from the drop tube at the extension arm junction. No injuries occurred.

Manufacturer narrative:
The light was in use when it separated from the down tube at the extension arm junction. The light fell and no injuries occurred. The unit was not installed properly during the initial installation in 2003. The primary safety screw was not installed, only the secondary safety screw was installed properly.